Event description:
Pt with barrett's dysplasia treated with focal ablation and developed difficulty swallowing 5 weeks afterwards. Endoscopy revealed a short, 1cm, stricture at the gastroesophageal junction. Upon review of the prior procedure notes, no malfunction was evident and no root cause of the event noted. Pt was successfully dilated without further issue.